Event description:
Nurse reported customer was admitted to the hospital earlier today for hyperglycemia and dka, is currently on an IV insulin drip. After detection of dka, customer's cannula was removed. Cannula was bent and customer's site leaked. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6).